Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00174 on 20-jun-2023. Additional information (12-jul-2023): siemens further reviewed the instrument data and determined that the instrument values for the affected sample were atypical. Siemens determined inadequate reagent mixing due to reagent 1 probe misalignment potentially contributed to the erroneous vancomycin result. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2023-00175 and the associated supplemental report were filed for the erroneous result obtained on the same instrument.

Event description:
A falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 500 instrument. The erroneous result was reported to the pharmacy, and the result was questioned. The sample was repeated on the same instrument. The repeat result recovered higher and matched patient's clinical history. The repeat result was reported as the correct result to the pharmacy/physician(s). There are no known reports of patient interventions or adverse health consequences due to the falsely depressed vanc result.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) and reported that a falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 500 instrument. The drains for server 1, integrated multisensor technology (imt), and aliquot were cleaned, the server 1 probes and imt probes were aligned, and the instrument was cleaned with sodium hydroxide. When a quick check was performed on the instrument, the sample 1 dynamic fluid pressure recovered out of range. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse homed the reagent probe 1 (r1) and checked bottom of cuvette. The cse observed that the r1 probe bottomed out in cuvette and couldn¿t mix and assessed that the vertical belt was taut. The cse adjusted the bottom of cuvette correction, ran the auto alignment, and check 1, which passed, then, the cse ran service method tests and a precision study on the affected sample; the precision study and service method tests recovered acceptably. The cause of the falsely depressed vanc result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.